Event description:
It has been reported that the pt has developed a series of hives and rashes requiring hospitalization three times. An aspiration was performed to rule out infection.

Manufacturer narrative:
This report will be amended when our investigation is complete.